Event description:
It was reported that the customer passed away at home. The medical examiner needed assistance with uploading to carelink in order to complete the death investigation. The caller stated that he was informed about the insulin pump malfunctioning and delivering too much insulin on 05/16/2015, when the customer was hospitalized. He was released, was last seen on 05/18/2015, found dead by neighbor. The cause of death is pending full autopsy report and insulin pump report. The customer had heart disease, hypertension and hyperlipidemia. The customer's blood glucose, at the time of death, was unknown. The customer was wearing the insulin pump at the time of death, but was not wearing a sensor at the time of death. The caller declined returning the insulin pump for analysis until the death report is completed. When the caller received the body of the customer, the insulin pump was alarming. Assisted with clearing the low reservoir , auto off alarm, the batte out limit alarms, date time reset.

Manufacturer narrative:
This additional information is being provided after new information became available. Our original medwatch report was submitted with missing details. The additional information has been provided in this form.

Event description:
The customer's official cause of death was complications of diabetes mellitus. The caller stated that the customer was hospitalized a few days prior to passing due to the insulin pump giving either too much or not enough insulin. The customer became ill on (B)(6) 2015. The caller stated that the customer had hypertension, atherosclerosis, hyperlipidemia, and cardiovascular disease. The caller stated that the morgue would not release the customer's insulin pump to the family of the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The additional information in this follow-up report is being provided after new, additional information became available.

Event description:
The doctor was calling for assistance with reading the carelink upload information. The doctor stated that the customer was released from the hospital on (B)(6) 2015, was seen alive by the doctor on (B)(6) 2015 at noon, and was found deceased on (B)(6) 2015. According to the carelink report 3.5 units of bolus was delivered on (B)(6) 2015 at 10:55 pm. This was the last bolus delivered. Also, according to the carelink report, on (B)(6) 2015, a low reservoir alarm occurred at 9:12 am. The next thing on the report was an auto off alarm at 12:55 pm. According to the device settings in the carelink report, the insulin pump was set for fourteen hours, which is indicative that the last time the insulin pump was touched was fourteen hours prior to 12:55 pm on (B)(6) 2015.